Event description:
Clinic notes were received on (B)(6) 2016 from case management for a patient referral due to high impedance discovered at a clinic visit on (B)(6) 2016. The patient does not feel the stimulation as intensely and there is a delay in the response to the magnet. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
It was reported that the explanted devices were destroyed per the explanting facility's policy.

Event description:
Full revision surgery occurred (B)(6) 2016. The explanted products have not been received to-date.